Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease flat and brown particles. A leak test was performed, and no leakage was found. The fill test inspection was performed with the result of no blockage. Based on the device analysis the final assessment is no openings or issues related to deflation of the device were observed. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side deflation. Device remains implanted.